Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not had therapeutic benefit since implant. The patient had to catheterize and still had 500-600 cc in themselves. The reporter was assisting the patient because they were special. It was also reported the patient was not feeling well. The reporter stated the home health nurse contacted the doctor who said ¿it needed to be activated¿. Using the programmer, it was determined the patient was on program 1 at 0.1 volts and the stimulation was on. The reporter then increased the stimulation from 0.1 volts to 4.7 volts which was comfortable for the patient. The reporter was redirected to the patient¿s healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.